Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. [Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker exhibited high out of range pace impedances on the right ventricular (rv) lead. In addition, noise, which was suspected to be from electromagnetic interference, was oversensed on the rv. No pacing inhibition occurred. The pacemaker was explanted and the rv lead was surgically abandoned. During the revision, the impedances were confirmed to be out of range at greater than 3000 ohms when the values were tested through the device via pacing system analyzer (psa). When only the rv lead was tested via psa, the values were within normal limits. No additional adverse patient effects were reported.